Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Customer was advised to perform a reset on their own, and as a result, technical support could not confirm the fault ID. Customer will use mdi as a backup therapy to ensure insulin delivery is not interrupted. Technical support arranged to send a replacement pump with updated software.